Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to a thermally damaged esd700 diode array on the distribution node pca. The root cause for the pulse below the lower limit is unknown as the problem could not be duplicated. The root cause of the thermally damaged diode could not be positively identified. No adverse event resulted from the defective belt.

Event description:
During an investigation of an electrode belt for an unrelated reason, a reportable malfunction was found.